Event description:
The complaint/event was originally received by email and involved a plum duo infusion system. The customer reported that the pump's screen reportedly froze at around 16:00 in the ICU while infusing norepinephrine at 15mcg/min, causing the patient¿s blood pressure to drop very low. The reported provided a reference #, pump (B)(4). The pump could not be restarted and it would not turn off. The rn had to run and get a new pump and new bag of norepinephrine and then perform priming. By the time they could re-start the norepinephrine drip, the patient's systolic blood pressure had dropped to the 50's. The nurse said that the pump alarmed for ¿upstream air¿ on the levophed channel, at which point he entered the room to trouble shoot and silenced the alarm. The pump put the levophed into standby (not infusing) and wanted the user to clear the upstream air before he could restart the infusion. The nurse attempted to unlock the screen by swiping the 3 padlocks on the screen. He said that the first two padlocks responded to touch; however, the third did not. This meant he was unable to unlock the screen and perform necessary trouble shooting which would allow him to restart the levophed infusion. He went to get another pump, reprogrammed the new one, and continued the levophed and vasopressin. There was patient involvement and there was patient harm. Gcm received a medsun mandatory medwatch report (uf/importer report# mw5168289) on 08-apr-2025 that stated: "ICU medical plum duo pump alarmed for 'upstream air' on the levophed channel, at which point registered nurse (rn) entered the room to trouble shoot and silenced the alarm. The pump put the levophed in to standby (not infusing) and wanted rn to clear the upstream air before he could restart the infusion. Rn attempted to unlock the screen by wiping the 3 padlocks on the screen. Rn said that the first two padlocks would respond to touch; however, the third would not. This meant rn was unable to unlock the screen and perform necessary trouble shooting which would allow rn to restart the levophed infusion. Rn went to get another pump, reprogrammed the new one, and continued the levophed and vasopressin." Additional event information obtained from ufmw: the initial reporter is (B)(6) a risk manager from (B)(6). The date of this report is 24-mar-2025. The date of event is 23-mar-2025. The suspected medical device was a plum duo with common device name pump, infusion. The operator of the device is a health professional. The device is available for investigation. The report was not sent to FDA and manufacturer. Single use device was not reprocessed. The type of event is serious, injury. There is no combination product. The outcomes attributed to adverse event is life threatening. The patient is an 82-year-old white non-hispanic male weighing 82kg.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Manufacturer narrative:
Could not confirm customer¿s complaint of the device screen being unresponsive (freezing). Device passed self-test with no error alarms. Device passed run in protocol 400 ml/hr. Vtbi of 50 ml with no indications of the device screen freezing or being unresponsive. Probable cause for the customer¿s complaint of the screen freezing (no response) was not found. Pump log review summary: log indicates the pump was running norepinephrine on l1 and vasopressin on r1. L1 had an upstream air alarm. User silenced the alarm and closed the air alarm modal. No screen touch activity for 1 minute 24 seconds at which point the user touched the ui screen. Swipe lock modal appeared, but then there is no logged screen touch activity for 31 seconds. Then the cassette door is opened which clears the upstream air alarm. We are not able to determine from the logs if the ui is unable to take user input during the 31 second time period while the swipe lock modal is present. Logs indicate the keypress volume was set low and no haptic feedback enabled. Recommend user to increase keypress volume and enable haptic feedback to enable users to recognize when the touchscreen is reacting to touch. R&d programmed therapy sequence identified in the log evaluation and attempted to reproduce the issue. Further evaluation has not been able to reproduce the customer issue using the log workflow. Based on discussions with the hospital and users, it has been confirmed that the users are having difficulty managing the alarms. More specifically, they have been closing (minimizing) alarms without resolving the alarm. Corrected information can be found in h8 - usage of device.